Manufacturer narrative:
The dreamstation auto CPAP device was returned to production investigation lab for evaluation with an initial allegation of machine would occasionally "glitch," so he would unplug and re-plug the cord to the machine. Patient attempted to ensure the plug was properly installed, and "nearly burnt himself." The machine has burn marks. During the evaluation of device, pil was unable to confirm the complaint or address the symptoms specified. It was also noted that the device's blower box has a white dust-like contamination. Corrosion was also noted on the power supply and bottom enclosure which are indicative of water ingress. Additionally, the pil measured the resistance of the heater plate and found that the measurements were within specification. The device was then scrapped after pil's evaluation.

Event description:
The dreamstation auto CPAP device was returned to production investigation lab for evaluation with an initial allegation of machine would occasionally "glitch," so he would unplug and re-plug the cord to the machine. Patient attempted to ensure the plug was properly installed, and "nearly burnt himself." The machine has burn marks. During the evaluation of device, pil was unable to confirm the complaint or address the symptoms specified. It was also noted that the device's blower box has a white dust-like contamination. Corrosion was also noted on the power supply and bottom enclosure which are indicative of water ingress. Additionally, the pil measured the resistance of the heater plate and found that the measurements were within specification. The device was then scrapped after pil's evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto CPAP device. The manufacturer received information from the patient alleging machine would occasionally "glitch," so he would unplug and re-plug the cord to the machine. Patient attempted to ensure the plug was properly installed, and "nearly burnt himself." The machine has burn marks. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.